Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode causing the lead to exhibit loss of capture.

Event description:
This report is to advise of an event observed during analysis.